Event description:
The following has been reported: biomed reported: 'pump error. Patient harm: unknown". The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.